Manufacturer narrative:
Investigation summary: this memo is to update the findings on your recent complaint (B)(4) against bd bbl chromagar orientation agar, catalog number 257481, lot number 4099883 with respect to a performance issue. Event description: the customer detected growth of dark blue colonies suspicious of being klebsiella, but when they do an api test the identification states e. Coli. Complaint history review: the complaint history for the past 12 months was reviewed, and no similar complaint was identified for this catalog number. A trend was not identified. Batch history record (bhr) review: the batch history record was reviewed. No deviations from the validated process parameters were detected. Release testing by the qc department was satisfactory. Initial sample analysis: within the complaint investigation, retainment samples of lot 4099883 were analyzed according to the quality control release parameters. All tested strains grew according to the specification. In addition to the quality release test protocol e. Coli atcc 11775 and e. Coli atcc 35218 were tested on catalog number 257481, lot number 4099883. Both additional test strains showed rose to pink colonies, after incubation aerobically for 24 h at 35-37 °c in the dark. Return samples were not provided by the customer. A picture sample, provided by the customer, show a plate of lot 4099883 with growth of blue colonies. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our production process. No deviation could be found during the qc release performance test and the performance test on the retain samples. In addition, no other customer has raised a similar complaint for this lot number. We consider the occurrence a single event. Please take care that the chromagar orientation plates should be stored in the dark, as this may have an influence on the result. Investigation conclusion: based upon our investigation on retain samples, the complaint cannot be confirmed. All prepared media must be stored in the dark. If exposed to artificial light, sunlight, or uv light for a longer time, the performance of all media may be reduced. Several media, such as chromogenic media, are especially sensitive to strong illumination before and during incubation. Bd regrets the inconveniences you experienced and will continue to monitor similar incoming complaints.

Event description:
It was reported while using bd bbl¿ chromagar¿ orientation agar that colonies have an atypical dark blue appearance. Growth is suspected to be klebsiella but is identified as e.coli. Results were delayed but there was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ chromagar¿ orientation agar that colonies have an atypical dark blue appearance. Growth is suspected to be klebsiella but is identified as e.coli. Results were delayed but there was no health impact or consequence reported.